Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. It was reported that during a follow-up, restenosis was observed, although there was no reported device issue. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. The reported problem appears to be related to a known adverse event of coronary stenting, and not a stent delivery system quality problem.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: instent restenosis requiring medical intervention. Device issue: none. It was reported that an isr (instent restenosis) occurred three months after the pixel was implanted. Percutaneous coronary intervention was performed to treat the restenosis. No add'l event or pt info is available.